Event description:
A male pt contacted lifecor customer support to report that both of his battery packs were dead. Neither battery pack would display any lights on the charger. Both battery packs would power up the monitor, but showed zero bars. Support sent the pt a replacement battery charger and battery packs.

Manufacturer narrative:
Device manufacture date. Battery charger. Battery pack 2009. Device eval summary: device evaluations of battery charger, battery packs have been completed. The reported problem was reproduced. The charger was defective when evaluated. The connector at the base of the battery charger would not stay in the battery charger base. The connector was replaced. The battery charger was retested and restocked. The root cause of the defective connector is unk but is likely mismating of the connectors. Both battery packs were fully functional. They were retested and restocked. No adverse event resulted from the damaged battery charger. The pt received a replacement battery charger and battery packs.